Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked solution past the stopper after being filled. The following information was provided by the initial reporter: "when using the bd plastipak 50 ml syringe, solution starts to leak from the rubber stopper inside when filled fully. This will be of high risk to contaminate the pharmacists who are preparing chemo therapy medications it's happening all the time, not a single accident".

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked solution past the stopper after being filled. The following information was provided by the initial reporter: "when using the bd plastipak 50 ml syringe, solution starts to leak from the rubber stopper inside when filled fully. This will be of high risk to contaminate the pharmacists who are preparing chemo therapy medications it's happening all the time, not a single accident."

Manufacturer narrative:
H.6. Investigation: several photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed, there is no visible damage or other defect that could have contributed to the leakage. A device history review was performed for the reported lot 1709261, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 1709261 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.